Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) had prematurely depleted. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.